Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she left the insulin pump in full washing machine cycle and the screen looks like a barcode. The insulin pump was vibrating without an alarm or alert. A constant tone was occurring. The display went blank immediately after the insulin pump was exposed to moisture. Customer's blood glucose level was 153 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.